Manufacturer narrative:
It is unknown if the device will be returned for evaluation; a device history review should be conducted.

Event description:
The event involved a tego connector where the customer reported that on initiation of dialysis, there was no blood supply from patient's arterial (red) lumen and there were no pressure alarms on machine. The patient's line was observed to be full of air; dialysis was stopped, and the patient was disconnected from circuit. Attempted to withdraw and infuse manually with 10 ml of normal saline the arterial lumen with tego, completely blocked (had worked properly when assessed prior to treatment). The tego was changed, and a new tego functioned normally. The whole circuit was re-primed to remove all the air and patient hooked up on dialysis. In addition to being blocked, query hole in tego silicone drawing air into the dialysis circuit. There was patient involvement, but harm was not reported as a consequence of this event. No further information is available for this event.

Manufacturer narrative:
Updated information: d9. Investigation summary: the reported complaint of air in line could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.